Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported on/off and set up keys were not responding, which was reproduced. The reported condition was verified. The cause was determined to be an inoperable on/off setup keys. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump on/off and setup buttons were not responding. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.